Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on 07/05/2016 that the customer experienced an issue with an enteral feeding pump. Customer reports that the pump sounds like it is running, but the bag remains full. There was no patient involvement.

Manufacturer narrative:
Submit date: 03/15/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿customer reports that the pump sounds like it is running, but the bag remains full.¿ the unit was triaged and the reported issue could not be confirmed; unit passed all testing. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications.